Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the revision procedure where the suture was initially used? What tissue was the stratafix symmetric suture used on? What was the condition of the tissue prior to use (ie healthy, diseased, fragile)? Can you explain the term ¿infected case¿? What tissue was the ¿infection¿ noted? Did the patient have an existing infection during the procedure (¿infected case¿)? What is the surgeon opinion of the relationship between the stratafix symmetric and the ¿infected case¿? What was the date of the revision procedure where the suture was found ¿broken in 2 spots¿? Can you describe the appearance of the stratafix symmetric during the second procedure? Was the suture found broken, can you identify where (termination, middle, end)? Was the suture intact and pulled through the tissue? What was the date of the second procedure? What are the patients age, gender, medical / surgical history? Do you have the suture for return and evaluation? Do you have any photos of the broken suture for review? What is the current status of the patient?

Event description:
It was reported that a patient underwent a total knee procedure on unknown date and barbed suture was used. The surgeon reported this was an infected case. Approximately three weeks post procedure, the patient experienced infection. A second procedure was performed on an unknown date and the surgeon reported the barbs appeared split off the core of the suture. The surgeon noted no activity and flexation of knee was limited to 50-60- degrees. The procedure was completed with a different suture type. Additional information has been requested.